Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support acted to replace the pump, dispatching a unit with updated software to the customer and advising them on using a g7 sensor with the replacement. Technical support instructed the customer on how to store the pump before returning it and to use the multi-dose injection (mdi) backup therapy to ensure insulin delivery is not interrupted. The customer confirmed the receipt of these instructions and agreed to return the malfunctioning pump to tandem.